Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a td torque-line catheter, 7f, 4 lumen, 110 cm was found to give inaccurate readings. The reporter stated that during the cardiac catheterization procedure, the physician had a dual-lumen pigtail in place. Waveforms displayed on the hemodynamic system are not accurate. The catheter was removed and discovered to have had a hole. It was also stated that the device was immediately removed from the table and a new dual-lumen pigtail catheter was provided. The physician was unable to proceed with the procedure.